Event description:
Boston scientific received information that the patient presented to the hospital with a red rash on the implant pocket approximately two weeks post implant. Upon further evaluation of the pocket area, it was reported that the patient had an infection and this right atrial lead had dislodged. A revision procedure was performed. The device and leads were cleaned and re-implanted subpectoral. There was no report of adverse patient effects due to the procedure.

Event description:
Additional information was received that this product was part of a system explant approximately eight months later due to infection. A new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.